Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Successfully scanned and received glucose readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a iphone se and unknown os, app version 2.10.2.7677. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms "described" as "dizzy slurred speech" and was unable to self-treat, requiring non-hcp third-party administration of "jelly babies" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a iphone se and unknown os. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "dizzy slurred speech" and was unable to self-treat, requiring non-hcp third-party administration of "jelly babies" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.